Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium needle-free syringe had leakage. The following information was provided by the initial reporter, translated from italian to english: drug leak from texium device my8030-0006 the customer reports extravasation while using the code and connecting to other texium systems (mv0420-0006s and mfx2300ev). The customer has experienced this problem several times. Always when using the drug epirubicin and only with this company/brand. Additional information received from the customer: was patient or user harmed? If yes, please explain. Fortunately, no one was injured. Could you please confirm the number of times the issue occurred? The problem has occurred at least three times since the last reports. Previous to this if it occurred multiple times can you provide the date of events? Rather than the date, we have established that it only happens when a certain medication is used.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: two my8030-0006 samples and one 10012241 sample were received for investigation related to pr 12637209 and pr13130543. The 10012241 sample arrived connected to a bd plastipak 50ml syringe; three mfx2300ev sets were also returned as connecting products to support the investigation, as well as a mv0420-0006 which was connected to a bottle of epirubicina and another bottle of nacl mixed with epirubicina. No packaging was returned for any of the products and pink residual fluid was present for all. The customer reported that the affected lot of the my8030-0006 samples were from lot 25055263, and described ¿overflow during use of the code and connection to other texium systems (mv0420-0006s and mfx2300ev).¿ they have also noted that "the problem has been verified several times by the customer. It always occurs when using the drug epirubicin and only with this company/brand (photos of the drug attached). Both before and after the critical recall on texium (10012241) and texium syringe (my80xxx-0006).¿ the customer specified that ¿this epirubicin has characteristics that have never been encountered before (very dense and with the ability to incorporate air and create very high working pressures).¿ on some occasions ¿when you disconnect the texium and/or the smarsite valve, they do not withstand the pressure and the drug spills out.¿ a visual inspection of the samples did not identify any obvious product defects or manufacturing issues which could have caused or contributed to the customer's experience. Leakage testing was then conducted by occluding the texium with a bd stopcock and flushing; in all three cases, air leakage was observed between the texium and the stopcock connection. The details of this feedback were forwarded to the manufacturing site for investigation. Following an in-depth failure investigation, a definitive root cause for the leakage could not be determined; no deformities were observed during CT scanning of the affected component which may have contributed to the customer's experience. A review of the production records for lot 25055263 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, since the manufacture of the affected lot of product, improvements have been made to the texium component including modifications to the texium actuator, which should ensure reports of this nature are minimised during future production. The manufacturing site¿s quality team has been informed of this report and will continue to monitor incoming feedback to remain vigilant for similar issues in future production. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the my8030-0006 product.